Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that although there was no abnormality when arranging the drip lines and hanging the drip, there was air found in the upper part of the tubing. The air was identified after administering antibiotics to the patient, and preparing to drip kcl500ml+mg20ml. During the process of flicking the bubbles, the needle and drip chamber separated, and the needle broke off in the drip bottle. There were no abnormalities or patient safety cases after swapping to a new plum set. There was no leakage and no unprotected exposure to a drug as a result of this event. It also mentioned that there was no potential for loose foreign matter that could lead to the release of foreign material into the patient¿s body.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Additional contact: (B)(6).